Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion was normal.

Event description:
It was reported that the patient underwent a pocket revision due to eroded stitches. The device was replaced because it was nearing eri. No patient complications have been reported as a result of this event.